Event description:
Following a stent procedure, an angio-seal device was placed through a saphenous vein graft. Upward tension was not maintained on the suture during the tamping of the collagen (which is instructed in the instructions for use), and collagen was inadvertently tamped into the vessel. A surgeon performed a cutdown on the cath lab table, and the device was removed. The pt reportedly tolerated the procedure well. As of 5/11/1998 there has been no further report of complication of pt sequelae made to the MFR.